Event description:
The customer reported via phone call that they had a sensor anomaly. Customer stated their sensor broke apart upon insertion into their body. The customer stated the sensor came apart form the needle. Customer's blood glucose was 226 mgm/dl. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sof-sensor, and inspected the insertion needle for burrs/hooks and dull needle tip defects, and none were found. The introducer needle passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.